Event description:
Customer reported "hi" device results. Customer dosed with 10 units of insulin. After dosing, customer went to the emergency room. Hospital device = 229 mg/dl. Hospital administered saline and insulin drip for 2-3 hours. Customer's device = 200 mg/dl versus hospital device = 47mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.